Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the unable to login to jit web. A technical support specialist (tss) dialed into care fusion coordination engine (cce) and contacted the customer. The shared account was found locked and was unlocked using identity management (idm) authz. An one-time password (otp) was performed in idm authz, after which the user reset the password and regained access to just in time (jit) web. The tss reviewed the patient dispensing delay flag; the customer confirmed it was selected due to refilling for multiple hospitals but provided no specific examples. Permission was then received to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to login to jit web and user tried to log in to jit web admin, but the system prompted for a password change, multiple password attempts were not accepted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.